Event description:
It was reported that two of the patient's leads migrated after possibly taking two major falls. Surgical intervention was undertaken on (B)(6)2024 wherein both leads were explanted and the s1 lead was replaced to address the issue. Therapy was restored post procedure. Investigation was unable to determine which of the leads attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(6), serial: (B)(6), batch: 8381682 common device name: drg lead, model: mn10450-50a, UDI: (B)(6), serial: (B)(6), batch: 8381682 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.